Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The date of event was estimated as 01dec2016. It was reported that the patient was admitted in (B)(6) 2016. The referenced previous gi bleeding event was reported under medwatch MFR report #2916596-2017-02127. (B)(4). . Approximate age of device ¿ 4 months no additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that in (B)(6) 2016 the patient was admitted for anemia due to suspected gastrointestinal (gi) bleeding. The patient presented with hypovolemia that resolved after transfusion of multiple units of packed red blood cells. An esophagogastroduodenoscopy (egd) was negative. An unspecified medication was changed to yasmin which kept the hemoglobin stable in the 9 g/dl range. The patient's anticoagulation medications have been on hold since a previous gi bleeding event in (B)(6) 2016, and remain on hold. No additional information was provided.